Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) exhibited high thresholds and loss of capture. It was suspected that the lead had dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.